Manufacturer narrative:
The approximate age of the device is 1 year and 4 months. The explanted pump was retained by the hospital and is not available for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Evaluation of the photos submitted by the center confirmed the report of suspected pump thrombosis. The submitted photos of the device showed a collapsed biological lining in the proximal side of the inlet tube which appeared to be partially obstructing flow through the inflow conduit. The proximal side of the outflow graft revealed tissue-like deposition mixed with clotted blood. Both depositions appeared to be soft and non-laminated and appeared to have formed acutely; however, the specific details of the texture and lamination of the depositions could not be conclusively determined via photograph. Additionally, details regarding the denaturation and adherence of these depositions, a specific cause for their development, and a duration in which they were present in the pump could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 4 months post-implant, it was reported that the patient had epistaxis and signs of pump thrombosis. In the days after, it was reported that the patient probably had a stroke and increased signs of pump thrombosis were seen. The patient expired on (B)(6) 2014. Additional prior unreported events were received at this time. On (B)(6) 2014 the patient had a transient ischemic attack (tia) and the hospital increased the patient¿s anti-coagulation management while maintaining higher inr levels. On 05/05/2014 the patient had a stroke. A CT scan indicated a ¿stop image of the left artery cerebri median¿ and a thrombectomy was performed. The patient was admitted to a nursing home for full time care.